Event description:
Package of sterile surgical sponges was labeled to contain 10 sponges. The package contained only 9 sponges. Sponges are accountable items during and following surgical procedures. Mispackaged items such as this can cause pts to spend an inordinate amount of time in the or.